Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) instrument to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have the main tube dislodged. The main tube metal tabs were found to be dislodged from the slots at the distal end. As a result, the instrument failed intuitive motion. The instrument exhibited imprecise motion when the master tool manipulators (mtm) were manipulated. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument would move partially in the intended direction, but not complete movement fully. A lag was observed, or the instrument would just stop moving. The instrument's grip tips were not moving intuitively as they were not following the mtm's input commands smoothly. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the surgeon found the robotic vessel sealer extend instrument to not be responding properly to input and seemed to have lost mobility control. Upon inspection of the instrument, it seemed that the "wrist" of the instrument may have broken. The customer replaced the vessel sealer extend instrument with a new one, and no harm was noted to the patient. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
On 14-nov-2024, intuitive surgical, inc. (Isi) received FDA medwatch report with user facility report #(B)(4) stating: "surgeon found robotic vessel sealer during surgery to not be responding properly to her input. It seems to have lost mobility control. Upon inspection it seems that the "wrist" of the da vinci vessel sealer may have broken. We replaced this vessel sealer with a new one, and no harm was done to patient."